Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, pelvic adhesions and bowel adhesions. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menses"), abdominal distension ("excessive bloating"), migraine ("migraines"), alopecia ("hair loss"), dizziness ("dizziness"), feeling abnormal ("brain fog ") and depression ("depression"). The patient was treated with surgery (robotic assisted total laparoscopic,hysterectomy, bilateral salpingectomy and cystoscopy and ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal distension, migraine, alopecia, dizziness, feeling abnormal and depression outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dizziness, dysmenorrhoea, feeling abnormal, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2004. Trailing coils: left: 6 coils right: 2-1/2 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2021: mr received: reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), dizziness ("dizziness"), feeling abnormal ("brain fog "), dysmenorrhoea ("painful menses"), abdominal distension ("excessive bloating") and depression ("depression"). The patient was treated with surgery (ablation and surgery to remove implant device). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, migraine, alopecia, dizziness, feeling abnormal, dysmenorrhoea, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dizziness, dysmenorrhoea, feeling abnormal, genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), dizziness ("dizziness"), feeling abnormal ("brain fog "), dysmenorrhoea ("painful menses"), abdominal distension ("excessive bloating") and depression ("depression"). The patient was treated with surgery (ablation and surgery to remove implant device). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, migraine, alopecia, dizziness, feeling abnormal, dysmenorrhoea, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dizziness, dysmenorrhoea, feeling abnormal, genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.